Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger is unable to determine the system effect of the malfunction from the few available facts. It cannot be excluded that the device posted an alarm for e.g. Malfunction of the flow sensor which affects monitoring only and that the operators thereupon decided to replace the device. On the other hand, it is not possible to deny that the device stopped the ventilation or shut itself off - the user's report is too unspecific in that point. Hence, this report is filed in abundance of caution. The device is more than 8 years old, state of preventive maintenance and repairs is not known to dräger. Dräger recommends to the hospital to have the workstation checked by authorized personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr stating the following: "during the patient's use of the equipment, it suddenly malfunctioned and became inoperable. The device was immediately replaced." There was no detail in the report which would reasonably suggest that patient consequences may have occurred.